Event description:
A healthcare provider reported via a manufacturer representative that the patient was explanted on (B)(6) 2017 due to infection. There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.